Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08690 inches. No unexpected insulin flow blocked alarm noted. Insulin pump received with scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads and minor scratched lcd window. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that customer was admitted in intensive care unit due to high blood glucose of 800 mg/dl and diabetic ketoacidosis on (B)(6) 2019. Customer¿s blood glucose was 581 mg/dl at time of incident. Customer was treated with insulin pump, injection and insulin drip. Customer also reported that insulin pump had insulin flow blocked alarm during fill cannula. Customer was advised to revert back using manual injections or pens as per doctor's instructions. Insulin pump will be returned for analysis.